Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in active ventricular tachycardia (vt) and therapies had to be delivered manually. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to adjust parameters for better vt detection. It was further reported that the crt-d was interrogated to review previous vt episodes, but an invalid data error was observed. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in active ventricular tachycardia (vt) and therapies had to be delivered manually. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to adjust parameters for better vt detection. It was further reported that the crt-d was interrogated to review previous vt episodes, but an invalid data error was observed on the mobile programmer. The crt-d remains in use. The mobile programmer remains in use. No further patient complications have been reported as a result of this event. It was further reported that the vt arrythmia was below the programmed detection zone. The vt detection zone was lowered and an fast ventricular tachycardia (fvt) zone was added to adjust for the patient's arrythmias.